Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient 'dropped to the ground' after waking up. The patient's parent indicated it was due to hypoglycemia and believed the cgm value was inaccurate. The cgm value displayed was 3.9 mmol/l. No specific symptoms were provided. The patient's parent treated the child with glucagen prior to testing with a glucometer and called emergency medical services (ems). When paramedics arrived they administered an additional dose of glucagen. The subsequent bg finger stick was 6.8 mmol/l and the cgm value was 8.0 mmol/l. At the time of the report, the cgm sensor was 7.3 mmol/l and the bg finger stick of 7.5 mmol/l. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.